Event description:
Patient was undergoing a CT guided drainage of pelvic abscess. Guidewire passed into collection followed by 8 fr. Pigtail drainage catheter. Unable to remove wire after procedure. Pt had to be taken for unanticipated surgery to remove. Wire noted to be "kinked" under fluoroscopy.